Event description:
Reporter stated the infusion device displayed an e7 electronic error and the vibration alarm did not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).